Event description:
During a paroxysmal atrial fibrillation (paf) ablation procedure, a tamponade occurred. Atrial fibrillation was conducted with ensite precision. During manipulation, the ablation catheter was advanced outside the left atrium near the lateral free wall. The patient became hypotensive and a tamponade was observed. A pericardial cap procedure was conducted and the patient was sent to a another hospital for open heart surgery. The patient was stable the next day.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.